Event description:
On 3/29/2023, it was reported by an arthrex employee via email that an ar-1915ft corkscrew ft suture broke during implantation. The tip of the inserter shaft was also found broken. The surgeon removed the anchor using another screwdriver. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the suture was cut and the shaft tip was broken, but no broken pieces or the anchor were not returned for investigation. The most likely cause of this condition is excessive force/friction during use or insertion.